Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing with a white cartridge, the device cut and did not deliver any staples. The customer reported to the sales rep that it felt like the device and tissue were pushing against each other while firing. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = wedge sleds, cartridge. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge (a) loaded on the device. The cartridge reload (a) was returned unfired. The cartridge lockout was found normal. In addition the cartridge deck was found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Additionally, a tr45w cartridge reload (b) was partially fired 1/5 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.